Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion set adhesive issue event on (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.